Event description:
Dual lumen PICC placed by PICC team (B)(6) 2011. Purple lumen occluded, unable to flush or infuse. Orange lumen flushes but has a puncture hole in the external portion. While line is being flushed, a steady stream sprays out of puncture hole in tubing of outer PICC lumen. Possible tampered with by pt.